Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported being hospitalized with ketoacidosis on (B)(6) 2011. Pt reported her blood glucose level was 25 mmol/l (450 mg/dl). Pt's normal blood glucose range was not provided. Pt stated the infusion device didn't show any sign of alarm, malfunction, or error message. Pt reported she had elevated blood glucose level and also pain in the belly and she felt bad. Pt stated she was hospitalized from (B)(6) 2011. Treatment received was not provided. No further info is available. Product was replaced and requested return of the suspect product for eval.